Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that multiple knives were noted to be dull. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that eight knives were noted to be dull during surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient.